Manufacturer narrative:
A philips field service engineer (fse), went on site post-incident in 2007, to test the involved device. The internal logs are not designed to record inops and no ECG strips/records were available to demonstrate that the expected inop did occur. The involved unit transmitter was used on a simulator and each lead was disconnected individually and worked to specifications in generating leads off inops. The device was put back into service after the event at the customer site and is considered to be fully functional.

Event description:
A patient was found deceased on the floor. Hospital staff state that the alarms never sounded yet when the staff checked the alarms they were all turned on. The patient had two of the five leads attached from a transmitter when found. Staff states there were no alarms from the cms bedside or at the central station.